Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 64mg/dl. Low bg levels were treated by eating candy. Recommendation was made to consult with a healthcare provider when experiencing low bgs.